Event description:
It was reported that pump battery lasted less than nine hours, and customer was unsure whether problem was caused by pump or mobile application. There was no reported impact to the customer¿s blood glucose level. Customer stated that contact had already been made with tandem technical support, but support did not return calls as promised, leaving customer to repeatedly initiate contact, and no cause for pump issue was identified after more than a week; no additional information was received regarding further actions or resolution.